Manufacturer narrative:
There is a "caution" in the biliband instructions for use that instruct the user to "avoid obstructing the nose and check regularly that this does not occur." The instructions also include a diagram and instructions explaining proper positioning and fastening of the biliband. The customer provided natus a picture, which displays improper use of the biliband device. Investigation of these events has concluded that either improperly secured bilibands or improper sizing of the biliband causing a loose fit or overstretched product are the causes of the reported events. Review of complaint records determined there has been no customer report on the bilibands getting into infant's mouths in the past five years. The end user has been provided instructional documentation and training on the use of the biliband device after these reported events. Please note that additional information, such as patient information or date of event, were requested from the customer. This report is considered final and this investigation is concluded. Customer communication.

Manufacturer narrative:
There is a "caution" in the biliband instructions for use that instruct the user to "avoid obstructing the nose and check regularly that this does not occur." The instructions also include a diagram and instructions explaining proper positioning and fastening of the biliband. Review of complaint record determined there has been no customer report on the bilibands getting into infant's mouths in the past five years. This investigation is ongoing and additional information has been requested from the user facility. Samples from user facility requested.

Event description:
(B)(4) received a customer complaint indicating that "three incidents where infants were able to get the bilibands into their mouths, almost choking." Investigation of the events concluded that improperly secured bilibands or improper sizing of the biliband causing a loose fit or overstretched product are the likely causes of the reported events.